Event description:
Pt was being transferred from a chair to a bed using a pt lift. Pt allegedly fell, fractured both legs and subsequently expired. Director of nursing stated that pt may not have been positioned properly when hoisted, causing her to lean and fall from sling. No malfunction has been reported.